Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona tibial component catalog # unknown lot # unknown. Product will not be returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565 - 2018 - 00450.

Event description:
It was reported that a patient underwent knee arthroplasty on unknown date. Subsequently, the patient is being considered for a tibia component revision on unknown day for unknown reason. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.